Event description:
Fmc canada #0841 reporting internal "blood leak" with first use of dialyzer, non-reuse. Blood loss estimated at 50cc. No medical intervention was reported and no further pt info is available. Complaint sample was discarded. MDR filed due to loss reported.